Manufacturer narrative:
The received device had the cannula assembly deployed. Fluid was able to pass through the fluid path without struggle, however the soft cannula was stretched and measured out of specification. It cannot be determined when or how this damage occurred. A leak test found no signs of leakage. No defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. No information was provided on how the hyperglycemia was treated.